Event description:
Patient was revised due to loosening of the femoral component intraoperatively noted wear of the poly insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or drawn any conclusions about the reported loosening and polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.